Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user rebooted the device and attempted to restore it multiple times but failed. The user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cable failure. A field service engineer replaced the flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.